Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of the ¿factory 2hr xylene standard¿ protocol comprising 29 cassettes which started in retort a at 18:23 on (B)(6) 2024 and completed successfully at 22:00 on (B)(6) 2024 and the ¿4 hr biopsy¿ protocol comprising 80 cassettes which started in retort b at 18:24 on (B)(6) 2024 and completed successfully at 23:35 on (B)(6) 2024, from which sub-optimal processing was reported by the customer and an additional eleven (11) processing runs executed between (B)(6) 2024 prior to the affected runs from which suboptimal processing of patient tissue samples would have been derived. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 10:13 on 06 (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ as detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.

Event description:
On (B)(6) 2024, the following information was received: ¿tissue over hydrated run completed successfully with no errors all reagents checked.¿ on (B)(6) 2024, the assigned leica field application specialist, core histology (fas) provided support to the customer and documented the following: ¿crispy hard bx [sic] ¿ lack of nuclear detail, blocks were ok, a little hard to touch and cut. No update on tissue status however they were able to successfully cut all the slides. Waiting on manager feedback on final tissue status. Affected runs ¿ noticed some not optimal processing possibly starting thursday 7th november ¿ however diagnosed everything¿bottle 8 was used as the last ethanol in both runs and 11 prior runs. Contained a fast bottle pull error¿the other finding is that the rest of the bottles are way higher than assumed concentration ¿ so the bx are going from mid 60¿s concentration straight into mid 90¿s as rms is off. This could be the brittleness observed.¿ the fas emptied all the reagent bottles and replaced the contents with correct concentrations, updated the instrument settings and confirmed ¿. The instrument has been functioning well since it has been emptied and refilled with appropriately graded reagents. Test tissue was run and a pathologist signed off on the processing prior to running patient tissue.¿ the fas documented the affected patient tissue was derived from one (1) ¿factory 2hr xylene standard¿ protocol comprising 29 cassettes, executed in retort a which completed at 22:00 on (B)(6) 2024 and one (1) ¿4hr biopsy¿ protocol comprising 80 cassettes, executed in retort b which completed at 23:35 on (B)(6) 2024. The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/5% for bottle 5, bottle 9 and bottle 10. All other bottles had a variance between the measured and calculated ethanol concentration of between 6.1% and 13.6%. On (B)(6) 2024, leica biosystems melbourne received information from the leica field application specialist, core histology that: ¿no update on tissue status however they were able to successfully cut all the slides.¿ on (B)(6) 2024, leica biosystems melbourne received information from the leica field application specialist, core histology: ¿tissue status still unknown. As of (B)(6) 2024, all tissue still has not been read/signed out by the pathologist.¿ as at (B)(6) 2024, leica biosystems melbourne has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.